Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.0x48 mm xience xpedition is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous mid right coronary artery (rca). The 3.0x48 mm xience xpedition stent was implanted; however, a distal edge dissection was noted. A 3.0x15 mm xience xpedition stent was implanted to treat the dissection; however, this also caused a dissection. Finally a 3.0x12 mm xience xpediton stent was implanted to treat the dissection. There were no adverse patient sequela. No additional information was provided.